Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that on two occasions, the curved laser probe would not fit through the 25g trocar. The surgeon observed under the microscope that the shafts were slightly wider proximal to the handle. Alternate laser probes were used to complete surgery. There was no patient harm.